Manufacturer narrative:
Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had crack, almost at the bottom of the clip area, goes all the way around the battery compartment. Customer stated that insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.